Event description:
It was reported that during surgery, the catheter was connected to the pump and tested by the hcp by pushing saline through, but the hcp was unable to get the saline through to the catheter. The catheter was disconnected from the pump. The catheter was flowing fine. The hcp had no difficulties pushing saline through the cap of the pump. The hcp was unable to push saline through the connector. The connector was switched for an 8596sc connector, tested, and worked fine. The connector was to be sent back for analysis as the hcp thought the connector may have been defective.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.